Manufacturer narrative:
The customer¿s report of a broken spike tip during removal was confirmed. Visual inspection of the set noted the tip of the spike had broken off the component and remained embedded in the vial septum of the glass vial at an angle. There were no other anomalies observed. Functional testing was deemed unnecessary due to breakage. The root cause of the customer¿s report was confirmed. The breakage was caused by inserting or removing the spike into the vial septum at an angle.

Event description:
The customer reported that privigen igi was infusing from a glass bottle with a rubber bung. After administration of the second bottle, when removing the spike from the rubber bung, the tip of the spike broke off and remained in the bung. The staff member was then unable to access the saline flush to complete the infusion as the spike tip was gone. There was no patient harm.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that privigen igi was infusing from a glass bottle with a rubber bung. After administration of the second bottle, when removing the spike from the rubber bung, the tip of the spike broke off and remained in the bung. The staff member was then unable to access the saline flush to complete the infusion as the spike tip was gone. There was no patient harm.